Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were air bubbles in her reservoir. Her blood glucose was in the low 400 mg/dl range. The patient treated via manual insulin injection and bolus. The customer changed the set but the air bubbles persisted. Troubleshooting for the insulin pump did not occur. The insulin pump was not returned for analysis.